Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
A failure event was observed during analysis. During analysis, the unit was plugged into a working ac electrical outlet, but the unit did not power on. Analysis revealed no output from the power supply. The alternating current/direct current (ac/dc) converter printed circuit board (pcb) was inspected, and charring/damage was discovered contributing to a power supply failure.